Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a 0.3ml bd insulin syringe were provided. When removing the shield, the needle with the shied was separated from the barrel. The provided photos were reviewed, and it was observed that the needle hub/shield assembly was separated from the syringe barrel. Manufacturing ((B)(4)) will be notified of the observed issue. Unable to perform a DHR review for needle hub separates due to unknown lot number. Investigation conclusion: as no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(6). On 13 oct 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with a gap in between the barrel roof and the hub flange. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.